Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with dried blood and body fluid in the lead lumen. Visual inspection found electrocautery damage in the insulation. Further inspection found that the anode and cathode conductor coils were fractured at approximately 432 millimeters (mm) from the terminal pin and the lead polyurethane insulation was bent in this area, the inner insulation was torn as well. Pucker marks were observed on the polyurethane insulation from the suture sleeve tie down sites of 390 and 394 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements and loss of capture. A fracture was suspected, however it was not confirmed as no x-rays were taken. A procedure was performed where the lv lead and crt-d device were explanted. No additional adverse patient effects were reported.